Event description:
Healthcare professional reported via regulatory agency "intracapsular rupture ". This record is for the right side. Device was explanted and replaced with another manufacturer's device and it was discarded.

Manufacturer narrative:
Continued e1 phone number : (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.